Event description:
It was reported that the patient obtained erratic blood glucose readings while using the insulin pump. On the afternoon of (B)(6) 2011, time not specified, the patient obtained a reading of 300 mg/dl, and took a correcting bolus of insulin via the pump. On the morning of (B)(6) 2011, the patient obtained a blood glucose reading of 40 mg/dl. Afterwards, he administered self-treatment by consuming candy. He did not seek any medical attention. At 7:52 am the patient's reading was 118 mg/dl. The patient noted he has a history of hypoglycemic events. During this time period, the patient did not experience any symptoms of high or low blood glucose levels. The patient reported he recently started using the dexcom continuous blood glucose monitoring system, and decreased the number of his blood glucose tests from ten to five per day. Troubleshooting revealed all pump settings, programming, basal setting, and date/time were correct, and there were no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by using the cgm monitor to judge his blood glucose levels instead of the blood glucose meter. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the reported pump, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the date range did not cover the complaint date due to continued customer use. Review of the available date range indicated that there was no alarms related to the complaint and the total daily deliveries added up correctly and reflected what the user had programed. The battery and cartridge caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The investigation cannot verify the reported issue in the black box or duplicate the reported issue during the pump evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.